Event description:
On (B)(6) 2015, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information was received on 02/06/2015: the reporter called in response to due diligence letter they received and stated there is no complaint against any animas product. The high blood glucose (bg) issue the patient experienced was due to them being out of supplies and having to use syringes. This is not related to any product malfunction or use error.